Event description:
Event description cpi received information that this bipolar lead was removed from service due to lead dislodgment. An invasive procedure was performed to reposition the lead, during this procedure the physician noted the helix was deformed. A new bipolar lead of the same model was implanted.